Manufacturer narrative:
Siemens reviewed the data provided by the customer. The suspect sample with multi parameter discrepant results appeared diluted from wash reagent. The fluidic profile was assessed and observed to have potential misalignment of the cartridge to instrument interface. This can result in poor washing and excess wash fluid to be present in the sample path. The wash quality measure for this cartridge is high relative to nominal values indicating additional volumes of wash reagent are present in the module. This shift in high wash quality measure can be due to the cartridge interface frame being misaligned. It is recommended for service to perform an alignment check of the instrument and to realign the cartridge interface frame on rp500 sn (B)(4). The customer stated that the instrument is operational.

Event description:
The customer reported discrepant sodium and total hemoglobin results from two rp 500 analyzers. There is no report of injury due to this event.